Event description:
Boston scientific cardiac rhythm management received a patient request for technical services advise on this implantable cardioverter defibrillator (ICD) and possible electromagnetic interference (emi). The patient had recently purchased a digital camera and was working with it when they heard beeping tones. They stated they were unclear of the tone origin (camera or ICD), and the sound ceased after one minute. No adverse patient effects reported; patient is just requesting information on possible emi interference. Technical services(ts) responded by stating that digital camera interference is unlikely with this device, and working with the camera should be safe and not effect device performance. The ts representative commented that if the beeping continued, they should contact their physician for device interrogation. Subsequently, the device was explanted in the absence of additional product allegations and returned for normal post explant assessment.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. Although the device in this case exhibited an unexpected longevity anomaly, laboratory analysis was unable to confirm the clinically reported beeping tones of the device several year prior to explant.